Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with cardiac resynchronization therapy defibrillator (crt-d) heard device was beeping. The device was checked with message on checking the atrial lead. The device was also programmed to a pacing mode and the patient was in atrial fibrillation (af). Boston scientific technical services (ts) verified that there was no electronic on the patient. Analysis showed magnet sensing/exposure appeared to be the only mechanism in producing tones. It truly there were no magnetic fields present then it is possible that the hall effect sensor was malfunctioned. As of this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with cardiac resynchronization therapy defibrillator (crt-d) heard device was beeping. The device was checked with message on checking the atrial lead. The device was also programmed to a pacing mode and the patient was in atrial fibrillation (af). Boston scientific technical services (ts) verified that there was no electronic on the patient. Analysis showed magnet sensing/exposure appeared to be the only mechanism in producing tones. It truly there were no magnetic fields present then it is possible that the hall effect sensor was malfunctioned. As of this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed due to device explant.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This supplemental report is being filed due to device evaluation. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against the device could not be confirmed with testing of the product return. The device passed labeled longevity calculation. Memory log was reviewed and found no suspicious faults or resets. Further, the device diagnostic data spreadsheet graph shows a cell depletion pattern that is consistent with normal battery depletion. The power usage is normal.

Event description:
Boston scientific received information that the patient with cardiac resynchronization therapy defibrillator (crt-d) heard device was beeping. The device was checked with message on checking the atrial lead. The device was also programmed to a pacing mode and the patient was in atrial fibrillation (af). Boston scientific technical services (ts) verified that there was no electronic on the patient. Analysis showed magnet sensing/exposure appeared to be the only mechanism in producing tones. It truly there were no magnetic fields present then it is possible that the hall effect sensor was malfunctioned. As of this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed due to device explant.